Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a veterinary thoracoscopic thymectomy, when the surgeon placed the specimen bag through the cannula and had the bag or the retrieval pouch in the cavity, the bag tore down even without touching it or placing the specimen into the pouch. The bag was partially intact; the mass was placed inside the remaining part of the bag and pulled through a mini thoracotomydue to the bag ripping when trying to retrieve it through a port.